Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a power source, despite attempting to charge using multiple power sources. The customer's blood glucose (bg) was in the 80-140 mg/dl range. Reportedly, the issue cleared and the customer was able to successfully charge the pump after leaving the pump plugged into the power source.